Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. The micro-insert placement was painful. One side the procedure went well; on the other side, the coil had to be inserted later in fallopian tube because it did not stay in place (difficult insertion). After three months a checkup was performed and everything was fine. In (B)(6) 2011, six months after placement, the consumer experienced allergic complaints in eyes. She also complained of increase or heavy blood loss during menstruation / heavier menstruation, problems with urinating, pain in abdomen, pain head, lower back pain, loss of libido, tiredness, excessive sweating. Consumer reported asthma since four years and pneumonia twice, immediately after the insertion. Doctor has been contacted and consumer was treated with unspecified medication (pill). She underwent blood tests (nothing was found). Removal of essure was being planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Removal of essure was being planned. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 12-oct-2016: case was received from a legal advisor via letter in which legal advisor holds company liable for the damage caused. Consumer had essure coils inserted in (B)(6) 2011. After the insertion of the coils several complaints occurred. Despite of several examinations it did not became clear where these complaints came from. By accident consumer noticed in (B)(6) 2016 via social media that a large number of other women have complaints because of the insertion of the essure coils. Consumer recognized the complaints and contacted her gynecologist. The essure was removed on (B)(6) 2016. Consumer mentioned that it is a big difference and that slowly the complaints are disappearing. Therefore, it is very likely that the complaints of consumer are a consequence of the coils. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 739 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure was removed. Upon receipt of follow-up information, this case became legal. This event is anticipated in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident because device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 18-nov-2016 no further information is expected. (B)(4). Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-nov-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure was removed. Upon receipt of follow-up information, this case became legal. This event is anticipated in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident because device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.